Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 220 mg/dl. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer indicated that the external air temperature around the pump may have changed just prior to the occlusion alarm. The customer changed the cartridge and resumed insulin delivery.